Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that a homecare patient that had a 4fr. Provena PICC came in and both hub and clave's were missing; the lines were clamped but hub's and clave's had apparently disconnected from the tubing. The PICC was replaced in the ed. No patient injury reported.